Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and the customer reported complaint of "the cable broke during a case" was replicated and confirmed the instrument was found to have a broken conductor wire on the distal end near the yaw pulley. There were no signs of thermal damage observed. The wires were not exposed, and all pieces of the insulation were present. The instrument failed the electrical continuity test

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted ventral inguinal hernia ipom surgical procedure, the surgeon had difficulty with the force bipolar on the universal surgical manipulator 1(usm). The caller stated that the force bipolar was stuck on tissue, but the site was able to open the jaws and free the tissue. The caller stated that the jaws were then bent at an angle, so the site had to remove the cannula along with the instrument and was able to get the instrument out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was able to release the tissue by pushing 2 grey buttons on the side of the instrument. There was no injury to the patient. No fragments fell inside of the patient.